Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-52 lead: (B)(6) 2008. A 5076-45 lead: (B)(6) 2008. (B)(4).

Event description:
It was reported that during a normal device upgrade the right ventricular (rv) lead was cut during the laser extraction. The rv lead was discarded. A new rv lead was implanted. No patient complications have been reported as a result of this event.